Event description:
Event description: boston scientific rec'd info that the pt with this pacemaker passed away due to an infection at the site of the device. The device was removed and replaced; however, the pt never left the hosp after the replacement procedure.

Manufacturer narrative:
Not returned. Event conclusion: the pacemaker remains with the pt. No add'l info is available at this time. If add'l info is rec'd, this event will be updated.